Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
On the night of (B)(6) 2025, the patient attempted to administer a bolus dose of insulin before sleep, but the controller screen was unresponsive. The device turned off and could not be restarted. As a result, the patient was unable to administer insulin and experienced a blood glucose level of 300 mg/dl by the following day. The patient sought emergency medical care at the emergency room, where a healthcare provider administered insulin via an injection. The emergency room visit lasted approximately one hour.